Event description:
A malfunction alarm occurred with the pump that was still under warranty, displaying malfunction code malf 8, and it could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it remained within normal range and did not exceed 500 mg/dl. The customer planned to use an alternate form of insulin therapy known as mdi while tandem technical support arranged for a replacement pump. Cts confirmed the shipping details and guided the customer on putting the pump into storage mode before returning it, which the customer acknowledged.